Manufacturer narrative:
The system was examined and the reported events were confirmed. The lamp was replaced to address the first issue and the tray arm was replaced to address the second issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 24, 2012. Based on qa assessment, the product met specifications at the time of release. A tray arm was received for evaluation. A visual assessment of the returned sample revealed that the tray arm was difficult to move. The returned sample was disassembled and the locking blade was found to be broken due to stress on the bent left inboard actuator. The system was found to function as intended. The root cause of the reported event of lamp failure can be attributed to the lamp exceeding its rated life. The root cause of the reported event of tray arm issue can be attributed to a broken locking blade due to stress on the bent left inboard actuator. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is received and in house testing is being performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a lamp failure and a tray arm issue prior to a procedure. There was no patient involvement.